Event description:
I was hurt by irhythm's zio heart monitor when it caused a serious infection where the device made contact with my skin. And, I continue to have the bad side effect that my cardiologist is now relying upon the deceptively incomplete readings of irhythm's zio heart monitor which I estimate was only was in contact with my skin for approximately one-fourth 1/4th) of the week that I wore it due to its defective design which caused it to arch up off of my skin whenever I leaned forward-which is most of the time as I am 77 years old.